Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. To solve the issue the device was replaced, and the procedure was completed successfully without patient complications. The catheter will not be returned for analysis as it was disposed.